Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a follow-up visit, this device displayed an estimated longevity of one year remaining. Seven weeks later, the device was found to have reached elective replacement time. A technical service consultant was contacted and discussed the ert indicator and timing for the device replacement. One week later the device was explanted and returned for analysis. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.